Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: unknown between (B)(6) 2022 and (B)(6) 2022. Implant date unknown date in (B)(6) 2022. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is j&j company representative. Investigation summary: device history: a manufacturing record evaluation was performed for the finished device (part # 02.120.601s lot # 96p9764) and no non-conformances / manufacturing irregularities were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in great britain as follows: patient sustained periprosthetic fracture (ppf) below femoral nail in (B)(6) and was fixed with va condylar plate on an unknown date in (B)(6) 2022. Patient was readmitted approximately 3 months after implant with plate fracture. No new trauma. Had been mobilizing in residential home. Normal to low bmi. Fracture non-united, but no evidence of infection. Revision occurred (B)(6) 2022. This is report 4 of 11 for (B)(4). This report is for a locking attachment plate. This complaint is linked to (B)(4).